Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, an air leak occurred 15 minutes after the trocar was inserted. When the reducer seal was replaced, the air leak was stopped, and then the operation was continued. There were no adverse consequences to the patient.